Event description:
Medical device seems to migrate causing internal pain which is so severe that pt needs intervention. Dates of use: (B)(6) 2005 - (B)(6) 2011. Diagnosis or reason for use: catch blood clots. (B)(6).